Event description:
After the line was placed, it would never aspirate. The patient maintained the line. During routine removal, the physician felt resistance, so he tried to shove the line back in then started to remove it again. Once the line was removed, the 1 1/2 cm tip is ok, but there is approximately 1 1/2 cm that appears to be unraveled.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.